Event description:
Customer's wife reported blood glucose results of "somewhere in 100s" mg/dl and "in the 60s" mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.